Event description:
It was reported the keyboard tray hinges are broken, there is a crack on the keyboard tray housing below the handle, and the cover lock is sticking. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that both keyboard hinges were broken, the upper case was broken in the area by the keyboard tray housing, the hinge plate was cosmetically damaged and was missing two screws causing the cover lock to stick, the lower case was cosmetically damaged and the media bay door latch was broken out and missing, the power cord bay door had a broken latch, the rear display cover had cosmetic damage, the error log showed that an error had occurred once in the past, and the microphone was out of specification.